Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 as they were not breathing. The cause of death was cardiac arrest, diabetic ketoacidosis, and acute gastro-intestinal bleeding. The customer had laid down to take a nap and was later found not breathing, was hospitalized and then put on life support. The caller stated that the customer had no known diabetes complications, kidney disease, heart disease, stroke(s), or infection. The customer¿s blood glucose was 1600 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected 1 day prior to passing. It is unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis. The reservoir will not be returned for analysis.